Manufacturer narrative:
(B)(4). Method: the subject rt265 breathing circuit was not received at fisher & paykel (f&p) healthcare in new zealand for evaluation as the healthcare facility advised it had been disposed of. Our evaluation is therefore based on the information and photographs provided by the healthcare facility. Results: the reported issue could not be confirmed by reviewing the provided photographs. Conclusion: without the return of the subject device, we are unable to confirm the cause of the reported leak. All rt265 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in china that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.